Event description:
It was reported that while in use on a pt, a burning odor and smoke were detected coming from this monitor. The monitor was removed from use, and there was no pt injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.